Event description:
It was reported that a movable white particle was discovered at the downstream tubing during priming. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.